Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage. Customer stated that she fell on the stairs and corner of her insulin pump screen was cracked. Troubleshooting was done. Customer's blood glucose was 147 mg/dl. Customer stated that the insulin pump is functioning however she had a hard time reading the screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked and bleeding lcd glass and minor scratches on lcd window.